Event description:
The customer reported that the operator found air bubbles in the return line during the run. Luer connections were tight and there was no clotting in the channel or in the return reservoir. Per customer patient status is "nothing unusual" and no medical intervention was required. Patient ID is unknown at this time the collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the operator found air bubbles in the return line during the run. The luer connections were tight and there was no clotting in the channel or in the return reservoir. Per customer patient status is "nothing unusual" and no medical intervention was required. The customer declined to provide the donor's identifier. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b5, d4, h6 and h11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer submitted one photograph in lieu of the disposable set to aid investigation. The photo shows the inlet coil on top of the trima device and confirms the presence of air bubbles along the return line. A disposable complaint history search was performed for this lot and found 0 reports for similar issues on this lot. The run data file (rdf) was analyzed for this event. Review of the run data file confirmed that, within the first 3 minutes of the procedure, 3 ¿draw pressure too low¿ alerts were presented. Based on the time between the second and third ¿draw pressure too low¿ alert, it is possible that the operator attempted to sterile connect a new needle while the system was in blood prime. The trima accel operator¿s manual states not to connect a new needle during blood prime due to the risk of returning air to the donor. It is possible this scenario contributed to the reported air in the return line. Other possible causes for the reported air in the donor line include, but are not limited to: air bubble from the ac line. If the drip chamber was not filled properly or if the ac bag was not connected to the bag line properly, air could have entered the ac line. During return line prime, the ac pump runs with the return pump to ensure anticoagulation of the prime blood. Otherwise, the ac pump is turned off for return cycles. The run data file shows the ac sensor did not detect air following the connection of ac, so this failure mode is unlikely unless air came from the ac line below the ac sensor. Air bubble entered from the needle line if the needle was not inserted fully into the donor vein. If the sample bag was not completely sealed, it is possible for air to have been drawn into the line from the sample bag with the donor blood. Variations in the tubing set, such as a tubing set leak or bond error. Root cause: a root cause assessment was performed for this complaint. The most likely root cause is that the operator attempted to sterile connect a new needle while the system was in blood prime. However, based on the available information, additional possible causes could not be ruled out and include: if the sample bag was not completely sealed, it is possible for air to have been drawn into the line from the sample bag with the donor blood. Variations in the tubing set, such as a tubing set leak or bond error.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer submitted one photograph in lieu of the disposable set to aid investigation. The photo shows the inlet coil on top of the trima device and confirms the presence of air bubbles along the return line. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the operator found air bubbles in the return line during the run. Luer connections were tight and there was no clotting in the channel or in the return reservoir. Per customer patient status is "nothing unusual" and no medical intervention was required. Patient ID is unknown at this time the collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the operator found air bubbles in the return line during the run. Luer connections were tight and there was no clotting in the channel or in the return reservoir. Per customer patient status is "nothing unusual" and no medical intervention was required. Patient ID is unknown at this time the collection set is not available for return because it was discarded by the customer.